Manufacturer narrative:
Brand name: unknown/not provided. Serial#: unknown/not provided. Model #: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained at the 1-month study visit, (B)(6) 2018, of being extremely bothered by halos and starburst while driving and moderately bothered by glare while driving. The bcdva (best corrected distance visual acuity) was 20/25 for both od (right eye) and os (left eye). At an unscheduled visit on (B)(6) 2018, bcdva¿s were not done; uncorrected distance va was 20/30 od and 20/40 os. The patient reported being extremely bothered by halos, starbursts, glare and sensitivity to light, all of which caused difficulty with driving. There was no report of pain by the subject. The left eye had a yag capsulotomy done (B)(6) 2018. A yag is also planned for the right eye (od). Yag capsulotomy was performed on the right eye (B)(6) 2018. At the 6-month visit on (B)(6) 2019, the patient reported being extremely bothered by halos and starbursts and very bothered by sensitivity to light, all of which impacted their driving. The subject had no pain complaint at this visit and is not on any ocular medications. At this 6-month visit, the monocular bcdva for od was 20/25 and the monocular bcdva for os was also 20/25. The current plan for this subject is to continue to wait and see if the symptoms improve. Patient had bilateral lens implants. This report pertains to right eye (od). A report will be filed for the left eye (os).

Manufacturer narrative:
Correction: the unmasking of the complaint product revealed the product is a symfony lens, therefore, the following field has been corrected: product code: poe. Additional data: additional information received reported the intraocular lens (iol) model and serial number (sn) as zhr00 sn: (B)(4). As a result the following fields have been updated: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00u0220. Expiration date: 3/28/2023. UDI number: (B)(4). Device manufacture date: 3/28/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.